Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test on her onetouch ultra2 meter because it was displaying an unknown error message. This complaint was classified using the customer care advocate (cca) documentation. On the evening of (B)(6) 2012, the patient reported obtaining an unknown error message on her lfs meter. The patient reported that she typically tests her blood glucose 4 times a day and her normal readings are between "105-120mg/dl." The patient stated that she manages her diabetes with 1000mg of metformin taken twice day and 10mg of glipizide taken once a day. The patient denied making any changes to her diet or activity level on the day of the alleged issue. An hour after the alleged issue occurred, the patient claimed to have developed symptoms of "dizziness and sweatiness", which she associates with high blood glucose and shortly after, took her usual dose of metformin and glipizide in response to the symptoms. The patient reported she did not test on another device. During the time of troubleshooting, the cca was able to resolve the alleged issue with training, and an actionable result of "153mg/dl" was obtained. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged she was unable to test due to the alleged issue, developed symptoms suggestive of an acute complication of diabetes and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.